Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the scroll compressor and completed a full pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a failing compressor. The device was unable to provide a pressure greater than 420 mmhg. There were no relevant logs or alarms. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional contact information: contact person name: (B)(6), contact person phone number: (B)(6), contact department: biomedical, contact person e-mail address: (B)(6).

Event description:
N/a.